Event description:
It was reported that oversensing due to noise was observed via remote transmission. In clinic, the noise was reproducible with shoulder rotation. Clavicular crush is suspected. Lead was capped and replaced. The patient condition was good after the event.